Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided as the products remain implanted; visual and dimensional evaluations could not be performed. A review of the device manufacturing records and sterilization certificate cannot be performed without product identification. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e., hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. However, all devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item and lot numbers unknown

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent additional medical intervention due to unspecified infection that occurred seven days post-operatively. Debridement and antibiotics treatment were applied. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ germany. H3 ¿ other: device evaluation could not be performed as part# and lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.